Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.56 v and charge time was 10.8 seconds. This device is part of the shortened replacement window (srw) advisory. This advisory was originally communicated april 5, 2007. Technical services discussed that this device was greater than 2.65 v at 27 months according to the clinician's report so, it is not demonstrating the srw advisory behavior. The device was later explanted due to normal battery depletion. Another boston scientific crt-d was successfully implanted. Upon receipt, initial analysis determined that the device did not meet expected longevity predictions as described in labeling. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.